Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on atrial tachycardia/atrial fibrillation (at/af) electrograms (egm). In addition, a decline in p waves and r waves were noted. The ra lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.